Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-00242, 3005168196-2020-00243, 3005168196-2020-00244.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils), penumbra smart coil detachment handles (handle), non-penumbra coils, non-penumbra guiding sheath and, non-penumbra microcatheter. During the procedure, the physician placed the guiding sheath into the right internal carotid artery (ica) and placed twelve coils in the aca using the microcatheter. The physician then advanced a smart coil into the target vessel and attempted to detach it using the handle. However, the smart coil failed to detach twice and, therefore, the handle was removed, and a new handle was used to detach the same smart coil. Next, the physician advanced another smart coil into the vessel and attempted to detach it using the same handle; however, the smart coil failed to detach. Therefore, the handle was removed. The physician then manually pulled the pull wire of the smart coil pusher assembly; however, the smart coil did not detach. Therefore, the smart coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.